Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss and no blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 288mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.